Event description:
It was reported that the deep brain stimulation (dbs) patient was experiencing difficulty establishing communication between the remote control and the implantable pulse generator (ipg), which led to symptoms of slowed movement and weakness. Throughout the day, there was no improvement, and the patient was later admitted to the emergency room due to a choking incident. It was discovered that the stimulation had inadvertently been turned off; therefore, the stimulation was reactivated after which the patient immediately became more responsive. The patient is expected to make a full recovery. The device will not return for analysis as it remains implanted. Additional information was received indicating that, based on the physician's assessment, the choking episode is considered part of the patients disease progression.

Manufacturer narrative:
Correction to the initial MDR in blocks b5 and h6.

Event description:
It was reported that the deep brain stimulation (dbs) patient was experiencing difficulty establishing communication between the remote control and the implantable pulse generator (ipg), which led to symptoms of slowed movement. Throughout the day, there was no improvement, and the patient was later admitted to the emergency room due to a choking incident. It was discovered that the stimulation had inadvertently been turned off; therefore, the stimulation was reactivated after which the patient immediately became more responsive. The patient is expected to make a full recovery. The device will not return for analysis as it remains implanted.